Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical and connection issues were observed to the subject device, which was implanted without any issue. Reportedly, one day post implant, capture and sensing failure were identified. High impedances above 3 kohms were also observed and it was not possible to program the device to bipolar. A re-intervention was performed the day after: radiology showed the lead had not moved, but the lead fell out of the header. Lead measurements were normal. A new device was implanted.